Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a chemo leak above silicone pumping segment. There was no report of patient harm.

Event description:
The customer reported that a chemo infusion was noted to have ballooned and leaked in the silicone pumping segment. There was no patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer's complaint of a balloon in the silicone pumping segment was confirmed. It was observed per a picture received from the customer that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause of the customer's report was not identified.

Event description:
The customer reported that a chemo infusion was noted to have ballooned and leaked in the silicone pumping segment. There was no patient harm.